Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02583 for the other associated device information. It was reported to boston scientific corporation, that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Patient's age, weight and gender were not provided. According to the complainant, the balloon was inflated to 12mm. Following three sweeps of the bile duct, the balloon burst. It was noted no fragments were left inside the patient. The pressure used to inflate the balloon is unknown. A second balloon was used to continue the procedure. The second balloon was also inflated to 12mm and burst after two sweeps of the bile duct. The pressure used to inflate the balloon is also unknown. Another manufacturer's device was used to complete the procedure. There has been no report of patient complications or injury due to this event. Post procedure, the patient's status was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch wil be filed. (B)(4).